Event description:
Patient reported "rupture". Patient later reported "rupture, lymph nodes, cyst and capsular contracture baker grade ii" confirmed via MRI. The event of "cyst" is not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, "rupture". Patient later reported, "rupture, lymph nodes, cyst and capsular contracture, baker grade ii". Confirmed via MRI. The event of "cyst", is not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and lymphadenopathy.